Manufacturer narrative:
Additional information: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear. Conclusion: the above observations are consistent with anticipated wear.

Event description:
It was reported that the patient underwent a procedure for implant of an artificial cervical disc. The instrument used to mill the endplates would not spin/operate during use in surgery. There were no patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.